Manufacturer narrative:
The reported meter was previously reported under MDR number: 2954323-2017-08078. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that the customer's meter would not power on with button press or test strip insertion. On (B)(6) 2017 customer began to feel ¿dizzy and lightheaded¿ so paramedics were called. Upon arrival, the paramedics checked her blood glucose and blood pressure. The caller could not remember the reading received. The paramedics transported the customer to a hospital. At the hospital, customer was diagnosed with hyperglycemia, admitted to the hospital and treated with an insulin shot. Customer was discharged from the hospital on (B)(6) 2017. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day and follow up #1 report.

Event description:
Customer¿s mother reported that the customer's meter would not power on with button press or test strip insertion. On (B)(6) 2017 customer began to feel ¿dizzy and lightheaded¿ so paramedics were called. Upon arrival, the paramedics checked her blood glucose and blood pressure. The caller could not remember the reading received. The paramedics transported the customer to a hospital. At the hospital, customer was diagnosed with hyperglycemia, admitted to the hospital and treated with an insulin shot. Customer was discharged from the hospital on (b(6) 2017. There was no report of death or permanent injury associated with this event.